Manufacturer narrative:
Product ID: dtba1d1 crtd, implanted (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device replacement, there was "lead redundancy across the valve." The physician attempted to pull back on the left ventricular (lv) lead and the lead dislodged. During extraction of the lv lead, the right atrial (ra) lead dislodged. The ra and lv leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.